Manufacturer narrative:
The reporter indicated the date of cataract diagnosis was (B)(6) 2017 and the type of cataract was anterior subcapsular. The reporter indicated the event was related to the device. No medications or treatments were required. Implanted date: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -12.0 diopter, in his right eye (od). The patient reported had lost vision due to development of a cataract or could be a film between natural lens and icl or the start of cataracts. The lens was implanted on (B)(6) 2011 and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.